Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the device wasn¿t working. The patient was feeling a burning sensation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins).the patient (pt) mentioned that sometimes their stimulation was in their butt and either felt hot or hard. Pt said that it was currently feeling fine while on the call. Pt was extremely difficult to understand therefore, pss documenting to the best of their ability. Pt will follow up with hcp/rep if they notice the issue reoccurs. The patient reported that either since implant ((B)(6), 2019) or sometime in 2022, the pt starting noticing that the stimulation was not working for them, but sometimes the stimulation did work. They explained that their legs and back hurt, and sometimes their butt hurt and was hard. They had tried getting the stimulation reprogrammed a couple of times by a manufacturer representative. They stated they "therefore had to get shots in their back every year". The pt inquired if it was alright to reach out to the rep again to check their ins again. Pt called back stating they needed their ins out of their body for it was not working for them. They had it a long time but the ins was hurting them. The machine was not working for them for more than a year and they tried to work with medtronic but sometimes the ins caused so much pain. When they turned the ins on it hurt them more and when they turned the ins off it was better. The pt tried different things for a year but decide the ins had to go for it caused a lot of pain in their back. It really made them stressed since it was hurting them more. The pt did not like pain in their back. Pt noted they did not use the ins for a long time and when they turned the ins on it was like an electrician went through their body so they turned it off and it was better. Along with the previous mentioned of pain pt has been enduring with the implant, they said they are barely able to walk and desperately want to have the ins removed. Pt mentioned last night they were crying because of the pain on their left side, and when they move around at night the pain prevents them from sleeping.

Event description:
The reason for call was patient had a problem since last year. Pt said the problem was with the wire and pt was not using the device because they did not want to go through surgery. Pt said they called a couple of times about the wire and was given hcp listings. Also the rep ben knew pt had a problem and ben thought they fixed it but it was not fixed. Now pt started having pain on the left side where the battery was. It had been the worst pain since a couple of days ago. Pt repeated multiple times on the call how much pain they had, pt could hardly walk. Pt could feel so much pain on the battery side and the pain was coming down their left side, their whole left leg was bothering pt right now. Their whole side hurt. Yesterday pt had so much pain that pt put the heating pad on. Pt mentioned they took a pain pill. Pt would like to have the device taken out because it was hurting so much. Pt called the rep but they did not answer their phone. Pt was redirected to healthcare provider to further address the issue. Pt said they did not want to go to pain hcps for this. They wanted a doctor who knows how to do surgery. Emailed pt hcp listings. Pt said dr. Thomas hurd put it in. Managing hcp: pt goes to pain solutions and they got dr. Kassamali and other hcps in there.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6). Product type lead. Product ID 977a260 serial# (B)(6) product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.